Manufacturer narrative:
Image review: a pre-implant patient executive summary was not provided; therefore, a comprehensive pre-procedural anatomical assessment could not be performed. Four intraprocedural fluoroscopic media files were submitted for review in relation to the reported event. Review of the available imaging demonstrates an implanted valve and findings consistent with occlusion of the left coronary artery, as observed on angiography. The imaging also indicates an attempt to re-access the left coronary artery during ongoing cardiopulmonary resuscitation efforts. The percutaneous coronary intervention guidewire appears to have been only partially advanced toward the coronary artery, and angioplasty was subsequently performed. It was reported that resuscitation efforts were unsuccessful and the patient died. The likely cause of death was reported as coronary occlusion secondary to sinus sequestration. Updated section e and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve implantation, the patient was initially hemodynamically stable after implantation with good coronary flow and satisfactory procedural results. Post-implant, during transfer to post-procedure recovery, the patient became unresponsive with bradycardia and hypotension. St elevation was identified on electrocardiogram, and hypokinetic left ventricular wall motion was identified on transthoracic echocardiogram. Resuscitation efforts were unsuccessful, and the patient died. The physician identified coronary occlusion, with sinus sequestration identified as the main culprit.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329, (lot: 0013251171); product type: 0195-heart valves; product ID: d-evolutfx-2329, (lot: 0013319509); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.